Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of dizziness ("incapacitating dizziness") in a female patient who had essure (batch no. 628321) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included termination of pregnancy, endometritis, hypercholesterolaemia and hypertension. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dizziness (seriousness criteria medically significant and intervention required), sleep apnoea syndrome ("sleep apnoea") and fatigue ("chronic fatigue"). The patient was treated with surgery (removal of essure scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the dizziness, sleep apnoea syndrome and fatigue outcome was unknown. The reporter provided no causality assessment for dizziness, fatigue and sleep apnoea syndrome with essure. Quality-safety evaluation of ptc: lot#: 628321 - production date: oct-2008 - expiration date: oct-2011. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 2-may-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced incapacitating dizziness. Removal of essure was scheduled. The event is regarded as anticipated according to the reference safety information for essure. Dizziness may occur during and following the micro-insert placement procedure. Based on the information received and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect. A review of similar cases for this batch resulted in no unusual pattern identified. Further information is being sought.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of dizziness ("incapacitating dizziness") in a female patient who received essure (batch no. 628321). The occurrence of additional non-serious events is detailed below. The patient's past medical history included termination of pregnancy, endometritis, hypercholesterolaemia and hypertension. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced dizziness (seriousness criteria medically significant and clinically significant/intervention required), sleep apnoea syndrome ("sleep apnoea") and fatigue ("chronic fatigue"). The patient was treated with surgery (removal of essure scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the dizziness, sleep apnoea syndrome and fatigue outcome was unknown. The reporter provided no causality assessment for dizziness, sleep apnoea syndrome and fatigue with essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced incapacitating dizziness. Removal of essure was scheduled. The event is regarded as anticipated according to the reference safety information for essure. Dizziness may occur during and following the micro-insert placement procedure. Based on the information received and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This case was initially received via regulatory authority ansm - heath authorities in (B)(6) (reference number: (B)(4)) on 27-mar-2017. This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of dizziness ("incapacitating dizziness/ major dizzy spells") and fatigue ("chronic fatigue/ intense fatigue") in a (B)(6) female patient who had essure (batch no. 628321) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included termination of pregnancy, endometritis, hypercholesterolaemia and hypertension. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dizziness (seriousness criteria medically significant and intervention required), fatigue (seriousness criteria medically significant and intervention required) and sleep apnoea syndrome ("sleep apnoea"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017) and surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the dizziness, fatigue and sleep apnoea syndrome outcome was unknown. The reporter considered dizziness and fatigue to be related to essure. The reporter provided no causality assessment for sleep apnoea syndrome with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: dizziness. The analysis in the global safety database revealed (B)(4) cases. Fatigue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: 628321 - production date: oct-2008 - expiration date: oct-2011. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure device removal questionnaire from the pharmacist - patient's demographic data; essure treatment details (stop date and removal method); and reporter assessment for the events dizzy spells and fatigue. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced incapacitating dizziness/ major dizzy spells and chronic fatigue/ intense fatigue. A bilateral salpingectomy was performed. Essure was removed. The event incapacitating dizziness/ major dizzy spells is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Dizziness may occur during and following the micro-insert placement procedure. No alternative explanation was provided for the events. As the reporter specified that the reason for removal was due to the occurrence of these events, a causal relationship with essure cannot be totally excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect. A review of similar cases for this batch resulted in no unusual pattern identified. No further information is expected.